Event description:
It was reported that the patient experienced a pocket infection. The patient was hospitalized, however, no intervention has been performed at this time. The device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced a pocket infection. The patient was hospitalized, however, no intervention has been performed at this time. The device system remains in service. No additional adverse patient effects were reported. Additional information was requested to confirm what actions were taken for this event, however, no further information was provided.